Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/22/2023, it was reported by a sales representative via email that an ar-3636h self bunching 1.8 knotless hip fibertak inserter tip broke during insertion. The bone socket was prepared using a reusable curved drill guide and a 1.8 mm flexible drill. The anchor was inserted into the socket, and the shaft was removed. At this time, it was noticed the fork-like tip of the inserter shaft had broken. The repair stitch was passed through the labrum and retrieved. When shuttling the repair stitch through the knotless mechanism, the anchor pulled out of the bone. It appeared the sheath of the anchor had been compromised, and the surgeon elected not to use it. The metal tips from the inserter could not be found. This was discovered during an arthroscopic hip labral repair procedure on (B)(6) 2023. Additional information was received on 9/23/2023: this case was not delayed, and additional anesthesia was not administered to the patient. The case was completed using another ar-3636h self bunching 1.8 knotless hip fibertak in a new bone socket.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to applying excessive mechanical forces upon insertion, and/or prying/leveraging the device during use.